Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/05/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for premature ventricular contractions with a navistar rmt thermocool catheter and suffered a heart block (2nd degree) requiring cardiac pacemaker insertion. Right ventricle was mapped for earliest location and his points were placed. Ablation proceeded and 64 seconds into ablation, atrioventricular conduction was lost. Patient paced via ablation catheter until underlying rhythm emerged, which was not optimal. Patient required overnight hospitalization for observation. Patient outcome is improved. Physician assessed the cause of adverse event as procedure-related. Generator settings included: power maximum 40 watts, temperature maximum 38 degrees celsius, impedance range of 108-141 (141 for a maximum of 1 second). Site of ablation was 14.5mm from his bundle.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for premature ventricular contractions with a navistar rmt thermocool catheter and suffered a heart block (2nd degree) requiring cardiac pacemaker insertion. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was tested for eeprom and sensor functionality and carto. The catheter failed during sensor functionality test and carto. Error 105 was displayed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during carto test. Based on available analysis results, it could not be identified whether the pc board issue is related to an internal or an external cause. The root cause of the heart block remains unknown.